Event description:
Loss of osseo-integration. Patient states it came out with his denture. Non- integration.

Event description:
Loss of osseo-integration. Patient states it came out with his denture. Non- integration.